Event description:
Biomedical engineer reported that during preventative maintenance no audible tones were beard at power on and self-test. This had been in storage for some time. There was no pt involved.